Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin loading dose of 1g once then maintenance dose of 50 mg (route, frequency, and duration not reported) and fortum loading dose of 500 mg once then maintenance dose of 250 mg (route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Ten days after admission the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.